Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced an air embolism due to the irrigation bag running dry. When ablating the left pulmonary vein st segment elevation was seen in the patient. When investigating the cause for the elevation they observed that the saline bag for the sheath was dry. The procedure was completed successfully using the original device. After the patient woke up, they observed paralysis in the patient's left hand. The patient was then transferred to a different hospital for hyperbaric oxygen therapy and ongoing rehabilitation. Due to the air seen during the procedure the physician suspects a stroke was the cause of the paralysis. It was further reported that the patient is currently undergoing rehabilitation at a rehabilitation center.

Manufacturer narrative:
The device was not returned for analysis; however, based on the information provided in the event description it was determined that the cause was due to improper use of the device as the irrigation bag was allowed to run dry.

Manufacturer narrative:
Although the device was not returned there was enough information for investigators to determine the cause of the event was related to contraindicated use as the saline bag was not used and monitored with caution.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced an air embolism due to the irrigation bag running dry. When ablating the left pulmonary vein st segment elevation was seen in the patient. When investigating the cause for the elevation they observed that the saline bag for the sheath was dry. The procedure was completed successfully using the original device. After the patient woke up, they observed paralysis in the patient's left hand. The patient was then transferred to a different hospital for hyperbaric oxygen therapy and ongoing rehabilitation. Due to the air seen during the procedure the physician suspects a stroke was the cause of the paralysis. It was further reported that the patient is currently undergoing rehabilitation at a rehabilitation center. Additional information was provided that the patient was "on the road to recovery".

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced an air embolism due to the irrigation bag running dry. When ablating the left pulmonary vein st segment elevation was seen in the patient. When investigating the cause for the elevation they observed that the saline bag for the sheath was dry. The procedure was completed successfully using the original device. After the patient woke up, they observed paralysis in the patient's left hand. The patient was then transferred to a different hospital for hyperbaric oxygen therapy and ongoing rehabilitation. Due to the air seen during the procedure the physician suspects a stroke was the cause of the paralysis.